Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. The proximal aortic neck was 22 mm in diameter and 15 mm in length. The aneurysm sac was full of thrombus. The aortic neck was short and angulated. It was reported that at the index procedure while the physician was deploying the bifurcated stent graft the physician pulled down and released the anchoring pins prior to opening the gate. It was noted that there was a proximal type I endoleak. A cuff was successfully implanted to resolve the endoleak. No additional clinical sequelae were reported and the patient is fine.

Event description:
Releasing the suprarenal stents prior to deploying the gate caused the stent graft to be inaccurately delivered. The procedure mistake contributed to the type I endoleak.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak). (Aortic neck was short and angulated). (For stent graft deployment). (Physician pulled down and released the anchoring pins prior to opening the gate). User/device interface.